Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that there was an error message regarding the loudspeaker. It is unknown if there was sound produced by the device. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench repair. A bench repair technician (brt) evaluated the device and confirmed the issue; speaker inop. The brt determined that the main board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board, and the device was returned to the customer.